Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the infection had not been determined. It was noted that this information was confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that per the hcp, the battery pocket was infected and the system was to be explanted on the day of the report. The rep reported that there was also redness and swelling at the battery site. It was unknown what could had led to the issue. The issue was resolved at the time of the report. No further complications were reported.